Event description:
The event is reported via medwatch. The event description is reported as: when the oxygen rate is increased the co2 monitor no longer detects the pt's co2 level. No pt injury reported.

Manufacturer narrative:
The actual device involved in the incident was not returned for eval. A rep sample with lot number 02l1101699 was received for eval. A sample from a rep lot number was received for eval. A follow-up report will be sent upon completion of investigation.